Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was admitted to the hospital for high blood glucose (bg) after a meal despite announcing the meal on the ilet system. Hospital staff disconnected the pump and administered insulin injections. The user was released on (B)(6) 2025 and is expected to resume using the ilet later that day.